Manufacturer narrative:
Software error was present in the pump trace download due to software error (esf 3294). Unit passed displacement test. Hardware low level failure (variable 3) alarmed during self test due to cracked solder joint at u1 pin 1 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had software error detected. The customer¿s blood glucose level was 7.4 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.